Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/28/2010 and 11/10/2010 by phone, fax, and mail. Medical records were received on 10/22/2010. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported eight pts experiencing a refractive surprise following intraocular lens (iol) implant surgery. Medical records were received which indicated the following: this pt was implanted bilaterally. During the implant surgery for this eye, it was noted that the pupil came down. At the one day postoperative visit, there was increased intraocular pressure for which medication was started. The iop was reported to be decreased approximately one month following the implant surgery. At the one week postoperative visit, the pt reported that she was "still feeling lopsided". Additional information has been requested. There are ten medical device reports associated with this event. This report is for the seventh pt, right eye.